Manufacturer narrative:
Corrected data: product code, common device name, manufacturing site for devices. An event regarding patient factors involving a mrh assembly pack (bushings, sleeve, bumper) was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: confirmation of event: I can confirm that the patient underwent implantation of a gmrs prosthesis with subsequent revision of the implant to correct a rotational deformity and instability since I was able to review the operation report. I can also confirm the other related operations mentioned above since I was able to review those operation reports as well. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of rotational deformity and instability of a gmrs implant are multifactorial. In this case trauma may well have played a role since the patient had a fall prior to revision surgery. Surgical technique factors contribute including the method of insertion and the final positioning, alignment and fixation. Patient factors including lifestyle, activity level and bmi can also play a role and in this case the patient did have a fall. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock on with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: confirmation of event: I can confirm that the patient underwent implantation of a gmrs prosthesis with subsequent revision of the implant to correct a rotational deformity and instability since I was able to review the operation report. I can also confirm the other related operations mentioned above since I was able to review those operation reports as well. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of rotational deformity and instability of a gmrs implant are multifactorial. In this case trauma may well have played a role since the patient had a fall prior to revision surgery. Surgical technique factors contribute including the method of insertion and the final positioning, alignment and fixation. Patient factors including lifestyle, activity level and bmi can also play a role and in this case the patient did have a fall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
''The customer service received a call from a woman who has already been operated on twice and whose knee is apparently turned 35% outwards. She said she has suffered serious damage'' there is no further information available.